Event description:
Consumers reports, post a band procedure, " I had severe abdominal pain for hours, went to the emergency room and the doctor removed the band that same day. The doctor explained that the band had prolapsed and a good part of my stomach was above the band. He also said that he couldn't fix the band or replace it at that time." The pt is fine.

Manufacturer narrative:
Date sent: 10/22/2009. Information is unavailable; device was not returned for evaluation.